Event description:
It has been reported to philips that the c-arm stopped moving during a procedure. A system restart did not resolve the issue, and the patient was moved to another room. The report indicated that the patient passed away before the procedure could be continued in the other room. Philips has started an investigation of this complaint.